Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of tubing kinked could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product or photo was returned by the customer. The customer complaint of tubing kinked could not be verified due to the product not being returned for failure investigation.

Event description:
It was reported that unspecified bd infusion set was damaged. The following information was received by the initial reporter with the following: it was reported by customer that the gravity tubing works well but sometimes it sticks up when they loop it from the IV site. Sometimes nurses use tape to secure the tubing to the patient's arm.